Event description:
(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was return for evaluation. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm helical blades was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. Based on examination of the returned parts, the locking mechanism was in the locked (down) position when attempting to insert the helical blade and the locking tab was severely bent as a result. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure surgeon inserted the nail and blade. Surgeon started to impact the blade to seat and it would not go through the nail. An x-ray was taken to determine if the locking mechanism was in the down position. The x-ray did not reveal if the mechanism was in the down position. Surgeon removed the blade and nail, selected another blade and nail and completed the procedure. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reports that the sample was return for evaluation. Based on examination of the returned parts, the locking mechanism was in the locked (down) position when attempting to insert the helical blade and the locking tab was severely bent as a result. This issue was previously evaluated and deemed valid, a previous CAPA determination was initiated for this issue. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm helical blades was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. Additional information received on 08/14/2013: product development reported for this complaint, the locking mechanism was already deployed. Therefore, this evaluation is invalid from a design perspective. Additional information received on 08/16/2013 manufacturing evaluation reported the received condition of the helix blade showed the anodized rubbed away on the shaft. Some material displacement and damage is evident in the pocket feature. All products were within final specification. All features relevant to the complaint met specification, therefore, this complaint is considered invalid from a manufacturing perspective.